Manufacturer narrative:
The pump and set have been returned. A f/u report will be issued when more info is available. A review of the DHR shows no nonconformances were issued during the MFR of this pump.

Event description:
Customer alleges, the pump is dispensing food too quickly. The customer alleges, the pump after a dose of 713 ml is dispensed when bag contained 760 ml. The tech believes it is a calibration problem.